Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Customer stated that quality control was within range before the samples were processed. A siemens customer service engineer (cse) was dispatched to the customer's site to check the integrated multisensor technology (imt) system. The cse retubed the imt system. The system was fully functional upon departure. The potential cause of the discordant, falsely elevated k results was due to sample handling and/or sample integrity. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated potassium (k) results were obtained on three patient samples on a dimension exl instrument. The discordant results were reported to the physician(s) and questioned. The same samples were repeated on an alternate dimension exl instrument, resulting lower. The repeat results were reported as the correct results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated k results.